Event description:
The customer reported device intermittently gives leads off message although they are able to acquire ECG. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.